Event description:
It was reported that the system 6 sternum saw would not turn off during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is anticipated; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the system 6 sternum saw would not turn off during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
During the device evaluation, the handpiece was found to have an old style trigger. An old style trigger does not hold the magnet as well as a new style trigger. The magnet is used to activate the e-box when it comes in close proximity, so if the magnet comes loose from the trigger and attaches to the e-box, it will cause run-on as soon as a battery is inserted.